Event description:
The manufacturer received information alleging the device's batteries are not charging. The device was in patient use. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.